Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Alleged loss of data. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), update the common device name (see section d1), update the device available for evaluation (see section d10), update the manufacturer contact information (see section g1), provide additional initial reporter information (see section e1,e2,e3), correct device evaluated by manufacturer (see sectionh3), provide the event and evaluation codes (see section h6), and update the manufacturer's narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, a physical investigation of the device could not be performed. If device evaluation results becomes available at a later date, this report will be supplemented. The customer support engineer (cse) went on-site and reloaded the software and added vb10d patch, restored the system data, and uploaded error logs for tech support for review. The tech support reviewed and confirmed that the system experienced a patient registration failure.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report as a follow-up to the original MDR submitted 08/25/2016. Additional information was received and it was reported that during a trans-aortic valve replacement procedure, the physician inserted a new aortic valve via the femoral artery. While performing the transesophageal echocardiogram (tee) exam, the physician moved the new valve in place and deployed it. The entire deployment was recorded but at the conclusion of the exam, the record of the deployment was lost; however, post-surgery, the echocardiogram (echo) study confirmed that the new aortic valve was properly deployed. The physician was able to make a record of the study in echo. The lost patient's recorded data was unrecoverable. Because it happened during surgery, the study could not be repeated but verification by the echo study performed later showed the valve was properly placed. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: when patient name, patient ID, patient date of birth, and the patient gender match, the system works as expected. In the case of the patient's name having a difference in upper/lower case from the original generation of this patient, the software is not correctly accounting for this difference. The system sees this as two patients with 3 of 4 identifiers matching, and does not allow the capture of clips/images. There is a limitation in the sc2000 code which does not check for the case of the patient name determining uniqueness. The result when following the workflow steps described above is that there are two patients with identical patient information except for the case of the name. Due to the sc2000 software limitation, the capture sw cannot put the new images/clips into a study with the ""new" name when all other identifiers match. A. The system treats upper/lower case differences as if it is a different patient name. B. With 3.5b and newer versions, a dialog box was implemented to instruct users that they match 3 of 4 identifiers and at the end of the study. The subsequent fallout of how the user responds to the pop-up messages resulting from issue a end up causing the registration to fail. As a final solution for this issue, a safety update was issued to correct this defect for loss of data.